Manufacturer narrative:
It is well publicized that revision surgeries are commonly required after primary fusion surgery. In this case, progressive degradation of the cervical spine and associated disk disease led to the need to treat he adjacent level to the original anterior cervical plate construct. Since the levels initially treated were properly fused, the hardware was intact & well placed, and there were no signs of infection reported, it was determined that hte hardware performed as intended. The genesys spine implants did not contribute to the progression of the underlying disease.

Event description:
It is well publicized that revision surgeries are commonly required after primary fusion surgery. In this case, a patient underwent a two-level cervical fusion on (B)(6) 2013 and progression of the underlying disease led to the need to perform a removal and disk replacement at the adjacent level on (B)(6) 2019. The complainant reported the patient had fused at the levels previously treated and no issues with the genesys spine hardware were reported. Investigation of the incident confirmed all of the genesys spine hardware performed as intended. This MDR is being filed since genesys spine hardware was removed as part of the disk replacement surgery.